Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving a cadd cleo was reported in which the patient observed a warped plastic component of the cannula, resulting in a remodulin leak. The warped cannula component and the resulting drug leakage could lead to loss of therapy, underdosing, or interruption of treatment if the issue were to recur. There was patient involvement and no harm/adverse event reported.